Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 425 mg/dl and the cause was not known. The customer was vomiting and had diarrhea. There were no reported issues with the pump or supplies. The customer declined to provide further information. The temporary basal rate was increased and a bolus was delivered via the pump to address the bg level. The customer went to the emergency room and was admitted to the hospital. The ketone level was high and considered as being dangerous. The customer was treated with intravenous insulin and medication. The customer was discharged the next day with the high bg/ketones resolved.